Manufacturer narrative:
A review of the device history record for strattice lot sp100273 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, b7, d4, d6b, h4, h6.

Event description:
This is follow up#1 to report on 10/mar/2026, pmqa received notification from legal that the plaintiff profile form was received.as per the ppf form, the patient underwent a recurrent ventral hernia surgery with a strattice device lot #sp100273-220, ref. #1016002p on (B)(6) 2015. On (B)(6) 2023, patient underwent robotic lysis of adhesions and excision of previously placed mesh. Robotic assisted laparoscopic recurrent ventral hernia repair with mesh. The affected strattice was removed and replaced with a non-abbvie device, bard ventralight st, lot number hugy0866. As per the ppf form, the patient claims "contracted and rolled mesh; dense adhesions to bowel with 90 minutes lysis; recurrence." As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.